Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported difficult or delayed grasping/capturing the leaflets appears to be due to challenging patient anatomy. A definitive cause for the reported single leaflet device attachment (slda) could not be determined in this complaint; and expulsion appears to be due to procedural circumstances/anatomical conditions (operational context). Embolization was due to expulsion which then cascaded into foreign body in patient. The reported unchanged mitral regurgitation (mr) is due to expulsion of the clip. The reported patient effects of emboli, mitral regurgitation and failure to delivery mitraclip to the intended site as listed in the mitraclip system instructions for use (IFU), are a known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment requiring surgery and embolization. It was reported that this was as mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult to grasp or capture both leaflets. After several attempts, both leaflets were grasped, and leaflet insertion assessment performed. But on deployment of the clip, a single leaflet device attachment (slda) occurred. The clip remained attached to the anterior leaflet with mr grade of 4. Since the valve was very complex, the team decided to leave the valve with the slda, and the patient was sent to surgery. The mitral valve was replaced with a biologic prothesis without any mitraclip device. However, during fluoroscopy, it was noted that the clip had embolized to the internal iliac artery where is still remains. No additional information was provided.